Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded a battery depletion (bd) alert and was suspected of prematurely depleting. A request was made for engineering analysis which confirmed there was a gradual increase in power consumption. Technical services recommended device replacement within 90 days and suggested to return the device for analysis. At this time, the device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) recorded a battery depletion (bd) alert and was suspected of prematurely depleting. A request was made for engineering analysis which confirmed there was a gradual increase in power consumption. Technical services recommended device replacement within 90 days and suggested to return the device for analysis. At this time, the device remains in service. No adverse patient effects were reported. Additional information was received which reported that this device was explanted and replaced successfully. The device is not expected to be returned as it was disposed. No additional adverse patient effects were reported.